Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hypoglycemic event occured. On (B)(6) 2023 at 2:20pm, the patient initially contacted dexcom to report that the receiver was not vibrating when it was tested for alerts. After troubleshooting, the receiver would not exit the initialization screen during reboot. The patient was advised to call back after turning off the receiver and waiting 15 minutes to turn it back on. At 3:04 pm the patient called back. Patient said that she shut it off and waited 15 minutes then turned it back on, however the receiver would still not exit the initialization screen. The patient reported that she relies on the dexcom and does not have any test strips available at home. At 10:07 pm the patient called back and said that her daughter was trying to help her, and they loaded the app on her phone but could not get the transmitter to pair with her phone. During this time, the patient reported that around 6:00-7:00pm that same day, she was sitting on their front porch when she suddenly passed out. Her granddaughter contacted 911. Paramedics arrived but the patient refused to be taken to the hospital. The paramedics took a finger stick (fs) and the patient's bg was 39 mg/dl. Her granddaughter gave her glass of orange juice and a peanut butter sandwich and after few minutes they took another fs, and it was reading 89 mg/dl. The patient confirmed that she was okay, and no additional treatment was provided. The patient's granddaughter bought test strips from walgreens sometime after and the patient's bg was 200 mg/dl. Technical support determined that she was entering the incorrect transmitter serial number. After entering the correct transmitter serial number, the user was able to pair the devices and eventually started to receive cgm values. At the time of the follow up contact, the patient was doing okay. No product was provided for investigation. The reported allegation is inconclusive. No data is present for the time period in question. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that receiver stuck on initialization screen occurred. On (B)(6) 2023, the patient initially contacted dexcom to report that the receiver was not vibrating when it was tested for alerts. After troubleshooting, the receiver would not exit the initialization screen during reboot. The patient was advised to call back after turning off the receiver and waiting 15 minutes. Prior to the initial call, the patient stated that the last reading she remembered on the cgm was 245 mg/dl and she was okay and did not have any symptoms. However, the patient was still having issues with the receiver not exiting the initialization screen. The patient reported that she relies on the dexcom and does not have any test strips available at home. Around 6:00-7:00pm that same day, the patient was sitting on their front porch when she suddenly passed out. Her granddaughter contacted 911. Paramedics arrived but the patient refused to be taken to the hospital. The paramedics took a finger stick (fs) and the patient's bg was 39 mg/dl. Her granddaughter gave her glass of orange juice and a peanut butter sandwich and after few minutes they took another fs and it was reading 89 mg/dl. The patient confirmed that she was okay and no additional treatment was provided. The patient's granddaughter bought test strips from walgreens some time after and the patient's bg was 200 mg/dl. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.